Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin tight. The entire length of the catheter was examined, and it was noted that approx. 2mm of the stent was exposed the deployment paddles are approximately 148mm apart a 20cc water filled syringe was used to flush the device, both annual spaces flushed a 0.035¿ guidewire was loaded without issue the proximal deployment paddle was pinned, and the distal deployment paddle was pulled to fully expose/deploy the stent without difficulty. The stent was examined, and no abnormality was found. The stent was confirmed as 120mm the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 25mm and 28mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis image 1: depicts the patient¿s leg. In the image the tibia, fibula, patella, and femur can be seen. What appears to be a deployed stent with a guidewire advanced inside the stent, can be seen situated just below the knee / patella. The radiopaque markers can be seen both distally and proximally on the stent. The stent appears to have some deformation as it approaches the fibula. Additional information: the stent was explanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis the customer returned one image. Image 1: depicts the patient¿s leg. In the image the tibia, fibula, patella, and femur can be seen. What appears to be a deployed stent with a guidewire advanced inside the stent, can be seen situated just below the knee / patella. The radiopaque markers can be seen both distally and proximally on the stent. The stent appears to have some deformation as it approaches the fibula. Based on the image received the customer complaint of stent deformation can be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting a protege ef stent for the treatment of a 100mm plaque lesion with chronic total occlusion in the distal region of the popliteal artery. There was severe calcification. The device was prepped as per the IFU with no issues identified. It was reported the opening was smooth, when the true cavity was open there was a flow-limiting dissection. The stent was implanted, it was then found the stent was wrinkled and shortened and could not be fully deployed. After dilation with the balloon the stent remained wrinkled. Angiography showed that there was blood flow through, but the flow rate was poor, and the surgery was over. No patient injury reported for this event.